Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges trouble breathing, cough, headache, watery eyes and constant sinus infections. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges trouble breathing, cough, lung disease, headache, watery eyes and constant sinus infections. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Adverse event/product problem, product brand name, model number, lot number/batch number, catalog item identifier, reporting address line 2, reporting address city, reporting address state, reporting address postal, patient outcome code grid, health impact grid has been updated.